Event description:
It was reported that the customer passed away due to septic with cellulitis, and complications of diabetes. It was stated that the customer was wearing the insulin pump just hours prior passing. The caller stated that the customer was experiencing a severe pain on his leg, and his temperature was 102.6 centigrades. The wife stated that the paramedics were called and assisted the customer to her car. They drove to the hospital, and hours later it was determined that the customer had a heart attack the night before and was not detected at the time. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.